Event description:
It was reported that the bd maxguard extension set microbore slide clamp(s) was not flowing. The following was -received by the initial reporter: verbatim: me2020 not flowing and breaking at the distal in. Customer can provide addt'l details.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jun-2023. Investigation summary: two samples of material me2020 were received for quality investigation. The customer complaint of tubing damaged/defective was verified by quality inspection. Evaluation of the samples submitted, indicates that the connector of assembly broke off into the female luer adapter. A device history record review could not be performed because the lot number is unknown. The investigation was forwarded to manufacturing facility to determine the root cause for the failure. The potential root cause for the failure can be related to the incorrect application of the solvent in the tubing. Excess solvent in the tubing was confirmed in the samples submitted.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard extension set microbore slide clamp(s) was not flowing. The following was -received by the initial reporter: verbatim: me2020 not flowing and breaking at the distal in. Customer can provide addt'l details.